Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and had unstable capture. The lead was capped and replaced by an epicardial lead. No patient complications have been reported as a result of this event.